Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 10/28/2022, it was reported by a sales representative via email that an ar-3636 1.8 knotless fibertak anchor did not slide easily down the sleeve. The inserter plunged once it made it through and anchor could not be implanted. This was discovered during a procedure on (B)(6) 2022. Additional information received on 10/28/2022: this was discovered during a shoulder scope bankart repair, and nothing broke inside the patient.